Manufacturer narrative:
Concomitant medical product: product ID 978b128 lot# va294vc implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 30-jun-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was the agent stated that when they ask the the patient rep if the previous system had been replaced due to normal battery depletion and the caller said "no," that "it wasn't working" and that they believed it wasn't working because the patient had broken their hip in july of 2022 and they met with a manufacturing representative probably in july of 2022 and it was the rep who ordered the x-ray and tests. The patient rep stated from the scans, it was determined that the patient's fall had probably knocked the leads loose. The patient rep stated that was why the patient was implanted with the current system. Agent reviewed external device function and product manuals with the patient rep as well. Documented reported event. No further action was taken by agent. Additional information was received from the manufacturing rep. The rep stated they do not believe they met with this patient. This office knows how to check impedance and knows to send the patient for an a/p and lateral x-ray if a patient falls. They would not have called rep to get involved. Rep stated they remember doing this revision but don¿t think I was aware of the fall and faulty lead. They have replaced so many leads over the last couple of years due to MRI eligibility. [See omitted related information about current device issue reported in 706013260].

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-nov-21,(B)(6) (con): information was received from a friend/family member regarding a patient who was implanted with an im plantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was the agent stated that when they ask the the patient rep if the previous system had been replaced due to normal battery depletion a nd the caller said "no," that "it wasn't working" and that they believed it wasn't working because the patient had broken their hip in (B)(6) 2022 and they met with a manufacturing representative probably in (B)(6)2022 and it was the rep who ordered the x-rayand tests. The patient rep stated from the scans, it was determined that the patient's fall had probably knocked the leads loose. The patient rep stated that was why the patient was implanted with the current system. Agent reviewed external device function and product manuals with the patient rep as well. Documented reported event. No further action was taken by agent. 2023-nov-30 e1 (rep): additional information was received from the manufacturing rep. The rep stated they do not believe they met with this patient. This office knows how to check impedance and knows to send the patient for an a/p and lateral x-ray if a patient falls. They would not have called rep to get involved. Rep stated they remember doing this revision but don¿t think I was aware of the fall and faulty lead. They have replaced so many leads over the last couple of years due to MRI eligibility. [See omitted related information about current device issue reported in (B)(4)].